Manufacturer narrative:
The tech found the casters and tires were worn. The tech replaced the four casters to repair the bed.

Event description:
Info received indicates the bed has no brake or steer functions. The bed will roll with the brake pedal in the brake position with some force applied to the bed.